Manufacturer narrative:
Event date: (B)(6) 2006 to (B)(6) 2011. Endovascular treatment for immature autogenous arteriovenous fistula; clinical radiology 68 (2013) e309-e315. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported that during an endovascular treatment for immature arteriovenous fistulae (avf) a vessel rupture occurred. The avf was cannulated using a micropuncture needle under duplex ultrasound guidance. A guide wire was then introduced and then balloon angioplasty was performed with a blue max balloon catheter. However, it was noted that the endovascular treatment failed due to an extensive rupture of the vein.